Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first dilation, it was noted that the balloon ruptured at nominal pressure. Relevant items have been removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.